Manufacturer narrative:
Based upon investigation, siemens issued an urgent medical device correction (cc 15-12.a.us) to customers in the united states and an urgent field safety notice (cc 15-12.a.ous) to customers outside the united states informing customers of the system to system bias. Customers may continue to use the advia centaur tni-ultra assay to report patient results on the advia centaur/advia centaur xp/advia centaur xpt and advia centaur cp systems. Values within the 99th percentile range of 0.02 to 0.06 ng/ml (ug/l) are interchangeable for serial measurement between the advia centaur/advia centaur xp/advia centaur xpt and advia centaur cp systems. Customers should consider that values significantly greater than the 99th percentile will show differences between the advia centaur cp and advia centaur/advia centaur xp/advia centaur xpt systems and should consider this difference when interpreting the results. These communications apply to all kit lots until the issue is resolved and a follow-up communication is issued.

Event description:
Customer inquired about correlation data between advia centaur cp troponin-ultra (tni-ultra) and advia centaur xp troponin-ultra (tni-ultra). Advia centaur cp shows a low bias compared to advia centaur xp. There are no reports that treatment was altered or prescribed or adverse health consequences due to the bias.